Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk is acceptable; therefore, this event is not reportable. The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Per follow up, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent down to biomed because it had trouble warming. During function there were no signs of issues. Device heated to 40c and cooled to 4c without issues sn #(B)(6). Biomed has two down units they were checking status on to send in for repair. Sn # (B)(6) with water level error and temperature discrepancy. Sn # (B)(6) with alarm 80 and was not heating past 32 degrees. Transferred for assistance. Per follow up information received via task on 27mar2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent down to biomed because it had trouble warming. During function there were no signs of issues. Device heated to 40c and cooled to 4c without issues sn #(B)(6). Biomed has two down units they were checking status on to send in for repair. Sn # (B)(6) with water level error and temperature discrepancy. Sn # (B)(6) with alarm 80 and was not heating past 32 degrees. Transferred for assistance.